Event description:
Mother of a female pt, reported infusion set tubing separating from the luer lock. She indicated that during the previous 3 months, the tubing separated 5 times. Caller stated that on one occasion the infusion device had been dropped and patient discovered outer tubing separating. The most recent occurance was in 2006. Caller reported that the infusion set had gotten bent at a 90 degree angle causing the outer tubing to separate. Caller did not report any physiological effects associated with this issue. Patient replaced infusion set prior to observing any leakage. No medical assistance was required. Product not returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.